Manufacturer narrative:
Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that: the patient is asymptomatic. Update 29/september/2021: it was reported that the patient's left hip was revised due to device recall. Intra-operatively, corrosion was noted at the stem/neck junction. The rejuvenate stem construct, femoral head, and liner were revised. Rep confirmed that there are no allegations against the revised head and liner. Rep provided the primary operative report and confirmed that no further information will be released by the hospital or surgeon.